Event description:
The trach head split so the inner cannula came out and disconnected the pt from the ventilator at night. The pt replaced the tracheostomy tube the next morning. No pt injury occurred. The split occurred after approx. Two weeks of use.